Manufacturer narrative:
H 3: evaluation summary. The device history record (DHR) for the lot was reviewed. During the manufacturing of the syringe assemblies, syringes were visually and physically inspected and tested with no defects recorded. The DHR for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The customer provided three representative photographs and two unpackaged samples with this report. The first photograph appears to be the same two (2) syringes provided as samples to the plant for analysis. No issues can be identified in the photograph; no grease appears to be present. In the second photograph, two syringes with a black grease on the outer dimension of the barrel can be observed. In the third photograph provided, a bag of an unknown number of syringes can be observed. In the bag, no grease on the syringes can be observed. The sample syringes were received with yellow notes attached to the syringes labeled as ¿grease¿. A complete investigation was performed. No defects were identified on the syringe samples received. The reported issue of grease on or in the syringe barrel was not confirmed with the representative samples provided or the photographs provided. This issue can potentially occur while being transported along the conveyor lines if grease is inadvertently present in the product flow area but can also potentially be as a result of further product handling or further processing by the customer. Control mechanisms are in place to prevent the occurrence of the reported condition during molding, printing, assembly, and the packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. At this time, there is not enough information and a corrective and preventative action (CAPA) will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states there is grease inside of the syringes.